Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.

Event description:
The complainant stated that the bed exit will set, but will not alarm locally or at the nurses' station. He found when the sensor strips are unplugged, the bed would alarm properly.